Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), thick leaflets and dilated left atrium for a mitraclip procedure. During the procedure, clip moved under the valve and grasping leaflet was stuck in the posterior side of gripper line and the line was broken. Clip was removed from the patient. Leaflet was grasped with the second clip and the clip opened while removing the lock line. Troubleshooting was performed and were able to close the clip. It was noted that the clip was stable on the leaflets. Additional clip was implanted to further reduce the mr. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling.